Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer originally returned for routine maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.